Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The valve was implanted to the patient 10 years ago. Initial setting was unknown. It was reported that suspected of valve blockage. The revision surgery was performed. The patient¿s information was unknown. Csf protein: unknown. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected: it was noted that the x ray dot and the stator were dislodged as well as a crack in the valve casing; therefore; the cam position/pressure could not be determined. The valve was flushed; no occlusion noted. The valve was dismantled and was examined under microscope at appropriate magnification: a crack was noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator and the x ray dot. The cam magnets were controlled and passed. A review of manufacturing records found the device met specification when released to stock. Exact root cause could not be determined conclusively; however, the root cause for the dislodged stator could be partly due to the valve receiving a knock. The root cause of the corrosion could not be clearly determined. Stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. This issue will continued to be monitored through monthly complaint trending and the post market surveillance process. Investigation for the corrosion issue on hakim valves is being followed through the corrective action process. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.